Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter . (B)(4).

Event description:
On 2015-10-27 information was received from a consumer regarding a patient who was receiving intrathecal baclofen (itb) via an implanted pump. Indications for use included intractable spasticity and cerebral palsy (lot number, concentration, dose, and dates of therapy were unknown). Medical history and concomitant medications were not reported. Since implant on (B)(6) 2012, the pump moved/floated around in the patient's abdomen, hits the patient's ribs, and was "pretty painful." The patient had stated that the pump "never settled" since implant, and that it was sudden in onset. The patient was redirected back to their healthcare provider (hcp). Additional information regarding healthcare provider (hcp) awareness, actions/interventions taken, and resolution of "the pump floats around in the abdomen" has been requested. If additional information is received, a follow-up report will be sent.